Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, g1, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the four retractor bands for drawers were damaged and required to be replaced. A field service engineer replaced the multiple slides and parts for bus cables, retractor band and reseated all the row board cables to resolve.

Event description:
It was reported by the customer that a pyxis medstation es system had multiple drawer failures, and the station was not detected on the communication bus. The customer stated that they were not able to remove any medication during this time. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation es system had multiple drawer failures and the station was not detected on the communication bus. The customer stated that they were not able to remove any medication during this time. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the four retractor bands for drawers were damaged and required to be replaced. A field service engineer replaced the multiple slides and parts for bus cables, retractor band and reseated all the row board cables to resolve. The system functioned as intended.